Event description:
It was reported that the patient alleges that the infusion device was delivering too low an amount of insulin. The patient experienced elevated blood glucose levels into the 600's mg/dl. The patient was able to correct the elevated blood glucose levels via injections of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.